Event description:
Device malfunction: balloon difficult to inflate, then ruptured. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an unspecified procedure, the fox plus balloon burst at 10atm. Additionally, the physician experienced unspecified problems with inflation. There were no adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet completed.